Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had contact with a healthcare professional (hcp), for an allergic reaction on the abdomen, at pod infusion site. The pod had been worn between 25 and 36 hours. There was swelling and bleeding at the insertion site, itching and pain at the pod site. The hcp advised the patient to purchase bepanthen cream (moisturizing and skin-regenerating cream) and cetirizin (antihistamine). As treatment, a new pod was applied.